Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG. The unit could not acquire limb lead.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. The unit could not acquire limb lead. A philips field service engineer evaluated the device, but could not reproduce the symptom. The device passed all testing, and was put back into service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.